Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h3. Device eval by manufacturer? Yes, d9. Device available for eval? 17-dec-2025. Investigation summary: bd received 100 samples for investigation which did not show any gel defects for indicated failure mode of fibrin and poor barrier separation. Additionally, 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure modes fibrin and poor barrier separation. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin and red blood cells were observed in the specimen of 150 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin and red blood cells were observed in the specimen of 150 devices. No adverse impact was reported regarding the patient or user.